Manufacturer narrative:
Correction to d8, d8 was inadvertently not selected on the initial report. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - distal end cap cover --- damaged - connecting tube --- buckling - suction cylinder --- defective/scratched - biopsy channel --- incised, cuts caused forceps movement however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. There was no defects reported on the automated endoscope reprocessor (aer) and all channels were connected when setting up the endoscopes in the aer. The concentration and expiration of disinfectant controlled, however no further details regarding type or manufacturer were provided. The water quality was controlled by filter and the filter was replaced periodically in accordance with the instructions for use. The device was dried by clean towels/paper and filtered compressed air and stored in a plasma typhoon. Olympus is the maintenance company. The customer did not provide further details regarding the specific steps taken during the cleaning sterilization and disinfection (cds) process. The device was returned. Prior to device evaluation, the scope was sent to an independent laboratory for culture testing. All channels were cultured and 2 cfus/endoscope of micrococcaceae were identified. The obtained results were in conformance with the requirements. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, during reprocessing the evis exera iii bronchovideoscope tested positive for unexpected contamination. The issue was found during a routine culture of the scope. The operating channel tested positive for 10 colony forming units (cfu) of mold. The device was retested after a week. The operating channel and suction channel tested positive for 10 cfus of mold. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.